Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after bilateral implantation of the intraocular lens the patient experienced very bothersome glare and light sensitivity with oncoming headlights when driving was one issue, but sitting in the kitchen table and having to close the curtains because he cannot tolerate the sunlight was another issue. That issue does not sound exactly like and halos, but rather like sensitivity. Postoperative exam looked unremarkable and essentially well healed. Intraocular lens was in good position. There are two medical device reports associated with this patient. This report is associated with the right eye